Event description:
The customer stated that they received an erroneous result when testing a patient with coaguchek xs meter serial number (B)(4). A sample from the patient resulted as > 8.0 inr when tested on the meter. Within seven hours, a sample was collected from the patient and tested in the laboratory using the dade innovin method, resulting as 4.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient's current condition is fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is twice per week. The patient is not known to be anemic or polycythemic. The patient is not diagnosed with antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin medication had been adjusted since last testing. The patient has had no other medication changes, no diet changes, and no illnesses. The patient did not have a special or unusual diet. Controls passed on the meter within 24 hours of testing. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 297790) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer returned the test strips for investigation. The returned strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr; retention meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.0 inr; retention meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.